Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Upon review of medical records, it was reported that bard drains were implanted into the patient. Therefore, this is not an ethicon complaint.

Event description:
It was reported by an attorney that a patient underwent an abdominal tram flap procedure (B)(6) 2011 and a drain was inserted. Following the procedure, she experienced continuous abdominal pain, vaginal bleeding, and dypareunia. On (B)(6) 2012 she underwent a hysteroscopy to rule out a gynecological event. On (B)(6) 2012, it was noted that her abdomen was taut and tender. An abdominal x-ray revealed a 3.8cm long metallic density in her abdominal area. On (B)(6) 2012, the patient underwent a CT scan which showed a 3 cm long metallic structure. On (B)(6) 2012, the patient underwent surgery to remove the foreign object. During the procedure, a 3 cm piece of drain was removed from the subcutaneous fatty tissue that was somewhat encapsulated. On (B)(6) 2013, a tender raised red area in the left lower abdomen was noted. After the piece of drain was removed, the pain resolved.